Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator alarmed with pressure sensor failure occurrence; however, the unit did not shut down. The unit was used on a patient, but there was no patient harm reported.

Manufacturer narrative:
Biomedical engineer do not have patient's information. However, he indicated that the unit was used on a patient, but there was no adverse or patient injury. Device evaluation: the manufacture's technical support (ts) advised customer to press and hold the power switch for 5 seconds, if the unit does not shut down, remove the battery and ac. Customer stated the unit belongs to (B)(4); therefore, ts advised customer to contact (B)(4) for service on unit. Resolution and disposition: customer indicated that the (B)(4) came and pick up the unit for repair; however, biomed does not know if the rental company replaced them with a new unit because it was handled by the respiratory department. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: it is unknown if parts were replaced by (B)(4) and no part was returned to failure investigation (fi); therefore, no root cause could be determined. Additional information: through follow-ups, biomedical engineer indicated that the unit was a rental unit; therefore, biomed does not have a serial number provided as well as no contact information for (B)(4).